Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary- it was caused due to an excessive force applied on the cmos cable. In addition, we confirmed that the suction channel buckle; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The processor did not recognized the scope. Also the led lights did not switch on